Event description:
Additional information received indicated that a lead revision procedure is planned. The device was reprogrammed to resolve the event for the time being.

Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) and right atrial (ra) leads. The patient was stable with no consequences and will continue to be monitored. Related manufacturer report number: 2017865-2019-03398.